Manufacturer narrative:
Continuation of d10: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-dec-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 05-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the incision reopening/split open. Battery pocket site opened and ipg could be seen through incision. Ipg and leads removed. Removal done by hospital in tennessee where patient lives. Working to obtain that information. Patient will heal and be re-implanted once deemed ready. No signs of infection.

Event description:
Pt reported her incision never healed and the device could be seen through her back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.